Event description:
Information received indicates the right intermediate siderail will not latch due to a bent mounting weldment and d-pin.

Manufacturer narrative:
The technician straightened the mounting weldment and replaced the d-pin to repair the bed.